Manufacturer narrative:
The insulin pump had unresponsive button due to moisture damage keypad trace. No button error alarms occurred. No unexpected battery out limit alarms noted. Cracked case lower corners of display window, scratched on display window and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.